Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rect0098 showed (B)(4) other similar product complaint(s) from this lot number.

Event description:
It was reported the PICC catheter, as specified, was inserted on (B)(6) 2020 and during the examination of the baby, it was found that the catheter was broken close to the stabilization flap, the catheter was removed and the baby was left with peripheral access. PICC catheter installed in the right saphenous vein of a newborn admitted to the neonatal ICU on (B)(6) 2020 for antibiotic therapy. During the transfontanel and abdominal ultrasound procedure on the bed, on (B)(6) 2020, the catheter was found externalized and ruptured in the proximal region, between the butterfly and the beginning of the catheter. Catheter removed without complications. Peripheral venous access is punctured for antibiotic therapy.

Event description:
It was reported the PICC catheter, as specified, was inserted on (B)(6) 2020 and during the examination of the baby, it was found that the catheter was broken close to the stabilization flap, the catheter was removed and the baby was left with peripheral access. PICC catheter installed in the right saphenous vein of a newborn admitted to the neonatal ICU on (B)(6) 2020 for antibiotic therapy. During the transfontanelle and abdominal ultrasound procedure on the bed, on (B)(6) 2020, the catheter was found externalized and ruptured in the proximal region, between the butterfly and the beginning of the catheter. Catheter removed without complications. Peripheral venous access is punctured for antibiotic therapy.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph depicting a 2fr s/l per-q-cath catheter. Usage residues were observed throughout the sample. The catheter was either broken or detached from the molded joint. No break features were discernible. While catheter breakage/detachment was evident in the submitted photograph, inspection of the image was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include sharp instrument contact and tensile (pulling) stress. H3 other text : evaluation findings are in section h.11.